Event description:
A malfunction was reported by the caller regarding their pump. The caller confirmed that their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.